Manufacturer narrative:
(B)(4). Concomitant medical products: 010000929, 6463313 g7 hi-wall e1 liner 32mm g; unknown stem; unknown head. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty and during the surgery the cup did not achieve grip in acetabulum. Surgeon re-reamed the acetabulum two or three times and tried to seat the cup, but it would not seat. Surgeon also observed that some of the plasma spray came off the cup. A second device was used to complete the surgery. The surgery was delayed approximately 30 minutes due to the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. One g7 pps ltd acet shell 60g was returned and evaluated. Upon visual inspection there was no visible damage to the shell. When rubbed there was some porous material that had fallen off. The liner was also returned and also showed no visible damage. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event has not been identified. Issue evaluation has been raised to further investigate the event, however a review of the manufacturing process identified the product was manufactured to the process and controls are in place to catch any non-conforming product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.